Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve when trying to navigate the anatomy, the handle of this delivery catheter system (dcs) broke. The physician put the two pieces together and the valve was successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the capsule partially opened and the end cap/screw gear snap fit connected. Visual analysis showed the handle and tip-retrieval mechanism appeared intact. Delamination marks were observed along the proximal end of the capsule and two kinks were observed on the inner member shaft. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated by the medtronic analysis technician. From close observation, both tabs had a hairline fracture at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment knob (actuator) separated during advancement. The suspect dcs was returned for analysis with the handle components intact. The deployment knobs were separated by the medtronic analysis technician and damage was observed on the snap fit tabs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Inner member shaft kinks were observed; however, the description of the event does not indicate this damage occurred during the reported issue. Inner member shaft kinks have historically been seen on device's returned with the capsule open and the inner member shaft not supported, as was observed in this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.